Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, when closing the vaginal cuff the needle broke right around the center, 4.5 mm approximately. A scan (x-ray) was performed and could see the needle but were unable to locate. After about 1.5 hours of trying, the remaining piece was left in the patient. It was reported that the jaws were closed when pulling on the suture and that small bites were taken.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that only the suture was received. No needle was attached to the suture. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.